Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.

Event description:
The patient alleged the adhesive from the infusion set caused skin irritation. The patient had 2 blisters. The patient went to the doctor to seek treatment for the blisters because nothing was working. The doctor prescribed the patient benadryl and a cream. The patient doesn't recall the name of the cream. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.